Event description:
It was reported that the patient(pt) had been charging their implanted neurostimulator at excellent connection and the ins had incremented from 60-80% in about 2 hours. Pt representative(rep). Started to notice longer charge times about a week ago. Implantable neurostimulator (ins) had incremented to 90% on the call, but pt rep. Said the incrementing from 60-90% took about 2.5 hours. Pt rep. Said the ins did not seem to want to increment up. Pt rep. Also noticed the ins seemed to be moving slightly under the skin since earlier today. Pt said it may be their imagination, but it seemed as if the ins was not fastened down and was moving slightly as the pt rep. Charged it. During the call, patient representative noticed the recharger had damaged and cracked insulation near the recharger paddle. An email was sent to the repair department to replace the recharger. Technical services also suggested pt follow up with healthcare provider (hcp) if issue with implantable neurostimulator (ins) moving around continued and pt representative. Still noticed longer charge times.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.